Manufacturer narrative:
Method: complaint history analysis, manufacturing record review, risk assessment and visual inspection. Results: complaint history analysis. There have been 50 previous complaints related to draw rod tip deformation; those investigations concluded that user-error lead to the failures. Manufacturing record review. There were no deviations noted from the batch which this device was released. Risk assessment. This instrument was found during an inspection, hence there was no patient involvement. If this event occurred during a surgery there are other instruments available in the kit that can be used to extract screws. Also, the draw rod is made of a biocompatible stainless steel in case the broken tip remains inside the patient. Visual inspection. The instrument tip was confirmed broken, however, the tip was not returned. The draw rod was also bent, though that is thought to have occurred during shipping. Conclusions: previous instrument failures have occurred due to user error and it is believed that is also the case here. The surgical technique states that pivoting or angulation of the instrument must be avoided as it can lead to breaking of the inner shaft. It also states that the revision driver should not be used as an insertion driver.

Event description:
It was reported that "doing inventory, noticed broken instruments and one broken implant."